Manufacturer narrative:
Product analysis the device was flushed, and an 0.014¿ guidewire was loaded through the tip and exited the luer with no difficulties. An indeflator was attached to the device and the balloon was inflated to nominal pressure of 9atms and held pressure, the balloon was then inflated to rated burst pressure (rbp) of 14atms and held pressure, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician was attempting to use a chocolate 014 balloon dilatation device to treat a patient in the right prox anterior tibial artery with calcification, plaque and tortuosity and cto. No abnormalities reported in relation to anatomy. IFU was followed. IFU was followed. It was reported that a longitudinal balloon burst occurred, during balloon inflation at 12atms. The chocolate balloon was replaced with another ordinary balloon to complete the surgery. No health consequences or impact to the patient

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.